Event description:
The account stated that an initial architect total b-hcg result of 1503 iu/l was generated. The sample was repeated and was <1.2 iu/l. The sample was also tested with another method and a negative result was obtained. There was no report of impact to patient management.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information was received. A device history record review is in process.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 2.7 months, due to unknown reasons. In 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis.